Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.10. The phacoemulsification handpiece was not returned for evaluation the serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery a patient experienced corneal burn in sculpting mode with an ophthalmic handpiece. The surgeon had to put four stitches in the left cornea to seal the wound. The patient recovered well. Additional information could not be expected as reporter was unwilling to follow up.